Manufacturer narrative:
Although the exact event (onset) date is unknown, it was reported that the event occurred in 2016. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent longitude lumbar fusion surgery at l1-s1 levels, for the treatment of spinal stenosis. Post-op, on an unknown date, the implanted screw broke. As a result, the patient had to undergo a follow up surgery to repair the construct and replace the broken screw. In the revision surgery, a part of the long construct was removed including the broken screw, intact screw, set screws, and part of rod. Part of broken screw remained implanted. Reportedly, upon removal, the doctor noted that set screw was tight in screw (where it had broken off normally during implantation) yet was not seated on the rod. Therefore the rod was moving freely within the tulip head eventually leading to the screw breaking. The screw may have broken off prematurely or the bone screw threads may have caused it to break off too soon. The wearing on the rod and black metal accumulation can be seen in the tulip head and on the rod.

Manufacturer narrative:
Product analysis: visual and microscopic examination identified ¿starburst¿ pattern and significant axial wear in multiple locations on the set screw face, consistent with set screw back out and subsequent rod cyclic movement. Visually, optically, and microscopically examined set screw rod interface surface. Set screw face material deformation into initial thread, preventing insertion of set screw into mas head. Unable to evaluate break-off set screw node height deformation and/or morphology, as the feature is almost entirely worn away due to cyclic rod movement after screw back-out. After visual, optical and microscopic examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant; unable to determine root cause of the foregoing event from the available information due to damage and deformation of the set screw face. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: x-ray analysis: "single CT image provided of a post-op construct with levels unknown. One of the screws is broken. By report, the rod slid back and forth in this screw head, but the locking screw was set. It is difficult to know if this is a result of the construct failure or a cause of it. Root cause: indeterminate."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.